Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6). Batch: 7086875 UDI: (B)(4).

Event description:
It was reported that the proximal end of the spinal cord stimulation (scs) lead had migrated, resulting in significant rib discomfort for the patient. A revision procedure was attempted to reposition the lead; however, optimal placement could not be achieved. Consequently, the decision was made to abort the procedure and explant the entire scs system. The patient is doing great postoperatively. The explanted device will not be returned as it was disposed per facility policy.